Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that, there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has not rec'd the device for eval and this complaint is still under investigation.